Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was really high. Customer's blood glucose level was 700 mg/dl and she was about to pass out. The customer was vomiting and was really thirsty. The customer was hospitalized on (B)(6) 2016. The customer did not provide details on hospitalization. The device was not returned.